Event description:
It was reported that upon deployment of the vascular stent in the right sfa, the stent elongated to 300mm. During the attempt to pull the catheter shaft out of the sheath, the proximal part of the stent stuck to the catheter shaft. The stent was then cut and open surgical intervention was performed to repair the vessel. The pt is reported to be doing well.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.